Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field UDI number was provided as (B)(4).

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). The meter display had a black line on it that made the results field difficult to read. The reporter tried running a sample and stated that they could not make out the number in the tens field of the result. It is possible to misinterpret a result, but no actual misinterpretation occurred. The meter screen was visibly cracked.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.